Event description:
It was reported via repair work order that the he brakes would not engage on head brakes due to a broken brake adjuster. The siderail was difficult to lock and would give a false latch due to a missing latch spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.